Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2013. During the procedure, the blade of the device stopped. Another like device was used. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2013-03380, medwatch 2210968-2013-03381, and medwatch 2210968-2013-03383. The same patient is represented in each medwatch.